Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate during the vibrate test portion of the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device unable to vibrate due defect vibrator motor. Device passed displacement test, sleep current measurement and active current measurement. Device was monitored and tested with no low battery alarm noted.